Manufacturer narrative:
Concomitant product: product ID: 3093-33, lot# v911221, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) became infected four to five weeks after implant. The ins and lead were replaced and moved to a different spot. The patient was fine at the time of the report.